Event description:
Event: (cc# 98-01110) the iab was defective. On 10/2/98, the following was reported to datascope: the arterial line was bad. [Event complications]: unknown - reported 9/2/98. [Patient's current status]: unk - rpt'd 9/2/98.